Event description:
It is reported that upon impaction, the small alignment pin on the impactor broke off inside the patient. The pin was quickly and easily removed, and it was ensured that no other fragments were retained in the patient. No significant delay to the surgery occurred. Impaction continued with the instrument until polyethylene liner was seated.

Manufacturer narrative:
As returned, the impactor post has fractured off the instrument. It is likely the fracture occurred due to high, repeated impaction forces. This is a previously addressed design issue where change to the part's material specification was made in order to reduce the occurrence of this type of failure. The instrument has a potential field age of 18 months. Device history records indicate all components were manufactured and inspected to specification.